Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer hit the pump on their kitchen counter causing the pump touch screen to become shattered and half of the screen unreadable. Customer's blood glucose was 119 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.